Event description:
It was reported that the camera head shorted out. The issue was found during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failed leak test due to slice on cable. Based on the results of the investigation, it is likely the following led to the malfunction: image shorting out due to faulty ccd. Olympus will continue to monitor field performance for this device.